Event description:
It was reported that a lead integrity alert triggered due to oversensing and noise on the lead. The clinic attempted to contact the patient at home and was unsuccessful. Information identified in the manufacture¿s data base indicated the patient died approximately nine months post implant of the ICD. The death was noted to be one day post the alert. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful with the funeral home. However, if requested additional information is subs equently received it would be processed and considered accordingly. Concomitant products: product ID 694765 implanted: (B)(6) 2008; product ID 419588 implanted: (B)(6) 2008; product ID 5076-52 implanted: (B)(6) 2008. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.